Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm on channel 1. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, power on self-test and visual inspection were performed. During the alarm log review and power on self-test the f-38 alarm was identified. The cause of the alarm was determined to be damaged force sensing resistors (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.